Manufacturer narrative:
During a percutaneous coronary intervention it was reported a 3.00 x 8 mm cypher stent failed to cross the lesion. No vessel, lesion or procedural characteristics are available. There was no pt injury reported and it is not known if the procedure was completed with another device. The product was returned for failure analysis with the associated stent mounted on the balloon. Visual inspection found the shaft had kinks at 110.5 cm and 127.5 cm from the hub. Additionally, the proximal section of the stent had some struts uplifted. No other anomaly was observed on the received unit. The crossing profile was measured at the distal and middle sections of the stent and were found to be within specification. The proximal section was not measure due to the stent damage. A device history record review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan. Based upon the limited information provided, it is not possible to conclusively determine the cause of the event. There is no clear indication this event was design. Or manufacturing related.

Event description:
A 3.0 x 8 mm cypher stent failed to cross the target lesion. There was no pt injury reported.